Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing and monthly tests without duplicating the report. Review of the device log shows that the unit got stuck in a repeated power cycle causing the batteries to become depleted. The main board was replaced as a precaution. The device was recertified and returned to the customer.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up and displayed an "error 8" (defib charge fail) message. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.